Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during an anterior cruciate ligament reconstruction when the surgeon was trying to tension the tibial side tightrope after passing it through the tibial tunnel, the loop of the tightrope broke from the button side and there was no more tensioning possible from the button. The button was freely moving between the two white sutures. The broken parts were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery. The surgeon was not sure which of the two lot numbers was the one with the issues. It was either 14338248 or 14982790.